Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted, and the non-boston scientific right ventricular (rv) lead was surgically abandoned due to high thresholds and high out of range pace impedance measurements greater than 2,000 ohms. Subsequently, the ICD was successfully replaced with a new device of a different model. The lead was successfully replaced with a boston scientific lead. No additional adverse patient effects reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted, and the non-boston scientific right ventricular (rv) lead was surgically abandoned due to high thresholds and high out of range pace impedance measurements greater than 2,000 ohms. Subsequently, the ICD was successfully replaced with a new device of a different model. The lead was successfully replaced with a boston scientific lead. No additional adverse patient effects reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.